Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the shim was missing a ball bearing.

Manufacturer narrative:
Visual inspection of tasp shim confirmed that one of the ball bearings and spring of the detached ball bearing was missing and not returned. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. Scratches can be seen on anterior and posterior surface of the device. Dimensions were found conforming to print specifications where measured. This device is used for treatment. A corrective action found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots.